Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Access site injuries, including dissection of the aortic wall during the transaortic approach, are a well-recognized complication of the tavr procedure in this elderly population with multiple co-morbidities. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The thv training manuals instruct the user to determine with CT if the planned aortic access site is free of calcification, allows the sheath to be placed in a straight line, and leaves adequate room between the tip of the sheath and native aortic valve annulus to allow full balloon expansion. Considerations for approach (partial j-sternotomy or right mini-thoracotomy), access and stabilization of the site are also provided in the training. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Based on the limited information available, the cause of the aortic dissection cannot be determined. Procedural factors (manipulation of the devices, administration of catecholamine, high blood pressure), in addition to patient factors (female gender, advanced age) and comorbidities may have contributed to the ascending aortic dissection and subsequent surgical repair. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), during a transaortic (tao) tavr procedure, the patient¿s blood pressure dropped following the insertion of the certitude sheath, prior to the deployment of a 23mm sapien 3 valve. The sapien 3 valve was swiftly deployed. Post valve deployment, following the removal of the certitude introducer sheath, as the blood pressure dropped, catecholamine was administered, resulting in high blood pressure. A dissection in the ascending aorta was detected. It was speculated that the increased blood pressure may have contributed to the aortic dissection. The dissection was surgically treated/repaired. A blood transfusion of 2 bags/units was also performed. The patient was transferred in stable condition. On postoperative day (pod) 1, the patient expired from a pulmonary embolism. The cause of the pulmonary embolism was not provided. There was no indication or allegation that a dysfunction of the implanted valve caused or contributed to the patient death. The valve remains implanted in the patient. Information regarding the native annular diameter or degree of valvular calcification was not provided. It was speculated that administration of the catecholamine resulted in high blood pressure, contributing to the aortic dissection.